Manufacturer narrative:
Model number/catalog number:72018501 . Serial number: n/a. Batch/lot number:1100693452. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) # :(B)(4). Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Pain, patient problem/ medical problem, swelling, and difficult to inflate are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient allegations of pain, patient problem/medical problem and swelling are known risk associated with this device type and indicated as such in the instructions for use. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem.

Event description:
It was reported by the patient that his inflatable penile prosthesis device was activated last week and he received training on how to pump the device. He stated the training was very quick and did not provide adequate information. When pressing the pump bulb it feels very hard when trying to inflate the device. Additionally, the base of his penis hurts. He also stated that when the device is inflated, the erection does not stick straight out and the head of his penis is floppy, making it difficult for penetration. When the device is inflated, it is causing soreness and tenderness, and the patient feels swelling in the scrotum. He is taking pain medications as a result. The patient is going to consult with another physician to get evaluated.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting number. Correction to field h6: device codes. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Pain, patient problem/ medical problem, swelling, and difficult to inflate are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient allegations of pain, patient problem/medical problem and swelling are known risk associated with this device type and indicated as such in the instructions for use. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device was activated last week and he received training on how to pump the device. He stated the training was very quick and did not provide adequate information. When pressing the pump bulb it feels very hard when trying to inflate the device. Additionally, the base of his penis hurts. He also stated that when the device is inflated, the erection does not stick straight out and the head of his penis is floppy, making it difficult for penetration. When the device is inflated, it is causing soreness and tenderness, and the patient feels swelling in the scrotum. He is taking pain medications as a result. The patient is going to consult with another physician to get evaluated.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported by the patient that his inflatable penile prosthesis device was activated last week and he received training on how to pump the device. He stated the training was very quick and did not provide adequate information. When pressing the pump bulb it feels very hard when trying to inflate the device. Additionally, the base of his penis hurts. He also stated that when the device is inflated, the erection does not stick straight out and the head of his penis is floppy, making it difficult for penetration. When the device is inflated, it is causing soreness and tenderness, and the patient feels swelling in the scrotum. He is taking pain medications as a result. The patient is going to consult with another physician to get evaluated.